Event description:
It was reported that the atrial lead impedance was high at implant. Towards the end of the case patient started to complain chest pain toward end of the case while physician was closing pocket. The patients conditioned declined during an echocardiogram. Atrial myocardial perforation was suspected as well as pericardial effusion which required intervention. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.